Event description:
The customer reported that the forceps/biopsy channel was leaking during inspection for use. There was no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.